Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that the distal tip had sheared at the hexalobe feature in a counterclockwise deformity pattern, the fracture face was smooth and uniform, which is consistent with sudden brittle fracture. It is likely the cannulated driver experienced increased torsional load while adjusting the height of the screw.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a cannulated driver broke at the tip during removal. The tip of the cannulated driver broke in the screw head and remains in the patient.